Manufacturer narrative:
G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis :evaluation confirmed the reported malfunction of bur does not fit. The likely cause of failure was due to distal bearing was detached. However, it was also noted that the tube hole was oval, laser markings were faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the bur did not fit in one attachment and on another attachment, the bur was stuck and could not be removed. There was no patient involvement and no patient impact reported. Additional information received that this event occurred during testing/maintenance. Additional information received on evaluation s tating that the distal bearing was detached made this event reportable.